Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the patient experienced high blood glucose levels exceeding 400 mg/dl for over 4 hours due to a coiled and kinked infusion set tubing. The event occurred on 03 sep 2024. After troubleshooting and resuming insulin delivery, the user's blood glucose levels decreased to 260 mg/dl, then to 178 mg/dl. The end user tested positive for moderate ketones and followed the ketone action plan, contacting their healthcare professional and nurse. They continued to monitor their blood glucose levels and hydrate, with no additional medical intervention required. No further information available.